Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: during investigation, the battery compartment was found to be cracked from the case seal traveling up toward the battery compartment threads and below the bumper at the case seal. Unrelated to the original complaint, the display screen was dim and discolored. The keypad was found to be stretching and thinning. The contrast button was found to be bulging. All the buttons were responsive to user presses. The keypad was removed to inspect under the contacts. There was no contamination found under the contacts. The pump case was cracked near the top right corner of the display lens at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.